Manufacturer narrative:
Investigation: ¿ 12 unused samples in sealed package were returned for evaluation. ¿ the samples were not decontaminated. ¿ poor perforation was observed on returned samples ¿ 9 samples were found with poor perforation the complaint is confirmed, and product is out of specification. ¿ at the primary packaging perforation station, there is a cylinder that controls the movement of the perforation knife to create perforated cuts. ¿ probable root cause could be due to air regulator intermittent air supply to the cylinder to activate the perforation knife causing poor perforation. ¿ action was taken on january 2019, replacement of air regulator with air pressure gauge meter to monitor the air supply to the perforation knife. ¿ this batch produced before action taken.

Event description:
It was reported that poor perforation occurred before use with a syringe 20ml ls precise. The following information was provided by the initial reporter, "unable to pull apart along perforated lines." 5 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor perforation occurred before use with a syringe 20ml ls precise. The following information was provided by the initial reporter, "unable to pull apart along perforated lines." 5 occurrences were reported.